Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 43 mg/dl and the insulin pump went into threshold suspend but her blood glucose is 143 mg/dl. Customer stated she was sleeping on her left side and the sensor is inserted on the right. Customer experienced the same issue with sensors from the same box. Nothing further reported.